Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, the patient experienced pelvic and abdominal pain, bladder pain, bladder spasms, bowel problems, urinary problems and nerve pain from the implant. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.